Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (62-70 mg/dl) and carbohydrates were consumed to address the low bg. The customer reported that the basal rate setting on the pump was set too high and was the cause of the low bg. Tandem technical support advised the customer to discuss the adjustment of the basal setting with a healthcare provider. The customer acknowledged the advice.